Manufacturer narrative:
The entire ID is (B)(6). The customer was instructed to replace tubing, sample and reagent 1 probes. All three parts were replaced, and the issue was resolved. The service history of the (B)(4) verifies no subsequent issues have been reported pre or post service replacing the parts. The architect system operations manual provides adequate labeling with regards troubleshooting, maintenance, component replacement, removing and installing the parts. A review of the architect product monitoring found no similar issues as described in this complaint. The i2000sr erratic result rate is within acceptable limits with no adverse trend identified. A review of the replaced parts identified no adverse trend. No product deficiency was identified.

Event description:
The account generate false reactive architect toxo igg (78.45 iu/ml) on sid (B)(6) that repeated nonreactive in duplicate after centrifugation when processing on the architect i2000sr. No impact to patient management was reported.